Event description:
Reporter alleged blood glucose measured 224 mg/dl and the doctors' meter read 93 mg/dl, when testing was performed less than five minutes apart. No treatment was received or other actions taken as a result. A request was made for the return of the suspect device and replacement was sent.